Event description:
It was reported that the hcp was attempting a study, but was unable to aspirate the catheter. Volume discrepancies have been noted at refills. A follow-up report will be sent if add'l info becomes available to us.